Event description:
The customer reported that the ventilator went vent inop and alarmed. The customer reported the ventilator was not in use on a patient therefore there was no patient harm or involvement. The manufacturer's service technician was unable to duplicate the reported problem. Review of the device diagnostic log indicated a 35 volt failure occurrence which may result in a shut down of the device during operation. The service technician replaced the cpu board as a precaution. Performance verification testing was completed and tests passed to operating specifications. The cpu board was scrapped by the customer.